Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that, the patient faced infusion set tubing detachment event on (B)(6) 2024. No further information available.